Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a pituitary tumor resection. It was reported that intra-operatively, the suction could be recognized at first, but it was unable to be recognized during use. The procedure was completed using back-up products. The was no reported impact to patient outcome. There was no reported delay to the procedure.

Manufacturer narrative:
The malleable suction was returned to the manufacturer for analysis. Analysis found that the returned suction verified and tracked without issue. No problem was found. If information is provided in the future, a supplemental report will be issued.